Event description:
Reported due to a crack in the hub discovered while in use in a pt. The biodiv ysio 2.0 x 15mm stent was placed in the mid lad. It was reported that the device was prepped according to standard procedures and no damage was noted at that time. Reportedly it was noticed when the balloon failed to inflate while in the pt. The stent was removed and another biodiv ysio 2.25 x 15mm device was successfully deployed. No adverse reactions were reported.